Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia (atp) therapy due to incorrectly interpreting a supraventricular tachycardia (svt) rhythm as a ventricular tachycardia (vt) rhythm. The patient tolerated the atp well. No changes were made and there were not consequences to the patient.